Manufacturer narrative:
The device was returned as part of the asset return process due to a cut on bending section cover, water tightness is lost, due to wear of angle wire, bending angle in up/down direction does not meet the standard value. Based on the results of the investigation, it is likely that the following led to the malfunction: metal part of cleaning brush / endo therapy accessory may have touched the biopsy channel port when the user inserted/withdrew those products; as a result, the suggested event occurred. A definitive root cause cannot be identified. A device history review revealed the device was shipped from the factory in accordance with its specifications. This issue is addressed in the instructions for use (IFU): - preparation and inspection. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asset, bronchofiberscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps channel port is shaved. This report is being submitted for the event found during evaluation. There was no patient involvement.